Event description:
It was reported, "surgeon advised that the pt had suffered a fall after which pain was reported. Subsequent x-rays showed the stem had sunk considerably. The surgeon stated that he had undersized the implant. The revision surgery showed that a minor proximal femoral fracture had also occurred."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.